Event description:
The pump was not able to be calibrated. After the alotted time for the infusion to occur the volume of fluid pumped was always less than the programmed amount. Rptr tried 3 different times and each time the volume was less than it was supposed to be.